Event description:
The customer reported that during use on a pt the oxygen (o2) sensor would not calibrate on an 840 ventilator. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).